Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that the controller had a defective main program controller board which was replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt saw a numbers screen (1.1111) and the pt rep said the controller froze yesterday when they were using the controller. Pt rep said they reset the controller and the controller remained blank/unresponsive. Pt could not get the controller to turn on. Pt spoke to the rep yesterday and the rep told the pt to reset the controller. Resetting the controller did not resolve the issue. During the call, the pt removed the li battery pack from the controller and plugged the controller into the ac power supply. The screen came on, but the screen was "just flashing white" and the screen would not advance. The pt installed the battery pack and unplug and plugged back in the ac power supply, but the screen remained white and flashing. A replacement controller was sent out. The caller called back and said they got new controller but when they started to do the setup process the screen went blank. Patient services (pss) had them plug in ac power cord and screen came on. Pss advised that they charge controller and once it is charged they can do the setup process. They called back for assistance in setting up the controller, and they were able to start charging fine.